Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the coronary angioplasty procedure, the doctor ordered the angio-seal vip 6fr vascular closure device (vcd). When the product was opened, the steps were carried out to assemble the dilator in the introducer, it was observed bent in the distal part, and bent in the part corresponding to the distal orifice. However, the procedure was continued and once the doctor performed the change of the introducer, the arteriotomy could not be located, and there was no blood leakage. The doctor decided for safety reasons not to use it in the patient. There was no patient injury/medical or surgical intervention required. Additional information was received on 19oct2020. A 6fr insertion sheath size was used. It was a patient with previous catheterization; however, it was a single puncture guided by echo. Both the dilator and the introducer were bent at the distal end. When the doctor performed the exchange of the introducer for the introducer of the angio-seal device, at the time of insertion a resistance was present. Finally, when the arteriotomy locator is introduced it did not show an adequate return of blood, it was not pulsatile, and that did not give security of the location of the arteriotomy. Pulsatile blood was not observed. The patient was in stable condition. Hemostasis was achieved through manual compression. The blood loss was not greater than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections d9, h3, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.